Event description:
It was reported that the right ventricular lead showed high impedances. The lead remains in use. Per follow up, there was no intervention. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for impedance greater than 3000 ohms was noted on (B)(4) 2007 03:00:03. The weekly pace measurement log data shows high impedance for min and max v.pace= 3760 to 4224 ohms range between (B)(4) 2009 and (B)(4) 2011.

Event description:
It was reported that the right ventricular lead showed high impedances. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.